Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a caregiver identified a fluid leak coincident with a patient¿s peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during drain three of three of their therapy. The patient had drained 638ml of an expected 2000ml at the time of the alarm. The caregiver ensured that the unused lines were clamped and that the connections were secure. There were no air bubbles noted in the patient line. The caregiver attempted to reboot the cycler and the message reoccurred. Treatment was cancelled and, upon removing the supplies, a fluid leak was discovered within the cassette compartment of the cycler. Follow up with the patient¿s nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The cassette used at the time of the incident had been discarded. The patient has since received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.